Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: natural tibia cemented 5 degree stemmed left size e: catalog#: 42532007101, lot#: 65417416. The product will not be returned to zimmer biomet for evaluation, as the product location is unknown. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the articular surface would not seat on the tibial tray. There was a surgical delay of ten minutes while the surgeon attempted to get the bearing to seat. A second device was opened and the procedure was completed. No adverse events have been reported as a result of this malfunction.